Manufacturer narrative:
Section a updated. H3, h6: the x-ray tube was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Visual inspection confirmed crack in the cathode well. The large and small filament resistance of the cathode and anode passed and within range. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H6) medtronic representative went to the site to test the imaging system and confirmed customer reported issue, "loud noise during spin". Found generator error codes 14, 16, and 32 along with noise coming from the x-ray tube during ramp up. Corrected the issue by replacing the x-ray tube. Tests performed per manual. B01,c07,d02,g04134,g04138 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000542, product ID: bi71000901, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while attempting a 3d spin the system made a loud "screeching" noise, several beeps were heard and the spin failed. An error message also appeared on the mobile view station (mvs). Site was able to use another imaging system to move forward with the case. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.